Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from (B)(6) with supplemental information from the patient's daughter of bacterial peritonitis with culture (B)(6) for e.coli, sepsis, coma, decreased ultra filtration, swelling to face, swelling to arms and slight pulmonary congestion in a patient subsequent to receiving dianeal pd2 unknown bag therapies for automated peritoneal dialysis (apd). The patient alternates using 1-2 bags daily of the dianeal 1.5% and uses 1 bag of dianeal pd2 2.5% daily. Therapy with the dianeal pd2 unknown bags was temporarily interrupted. On (B)(6) 2012, the patient was hospitalized with sepsis, peritonitis (manifested by abdominal pain) and coma. The patient was treated with intraperitoneal maxipime and amikacin for 8 days, endovenous moxifloxacin for 7days and imipenem for 10 days. The patient was discharged from the hospital on (B)(6) 2012. After she left the hospital, the patient started having swelling to her face and to her arms, decreased ultra filtration and slight pulmonary congestion. During this time, the patient's dialysis machine was showing errors in the screen for 3 days and then failed on (B)(6) 2012. The patient performed manual dialysis while waiting for a new homechoice dialysis machine to arrive. The events of sepsis and coma resolved. The patient was recovering from the event of peritonitis (with abdominal pain) and swelling to face and arms. Outcomes for the events of decreased ultra filtration and slight pulmonary congestion were not reported.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.